Manufacturer narrative:
This report is submitted on february 21, 2019.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
It was reported the device was explanted on (B)(6) 2019 this report is filed on july 04, 2019.